Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was not delivering accurately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/14/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings:a review of the pump¿s history showed that the last basal delivery was on 11/20/2013 and the last bolus delivery was on 11/19/2013. The history showed no alarms related to the complaint and the total daily doses added up to accurately reflect the user¿s programmed basal rates. A delivery accuracy test was completed and the pump was found to be delivering accurately and within the required range. No alarms occurred during testing. The units remaining were correctly calculated and accurately recorded to the pump¿s history. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.